Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Reported problem: occlusion when starting/(B)(4)/hotel dieu de quebec. The reported complaint was confirmed, alarming occlusion when starting the infusion, broken safety clamp was the cause of reported problem. Intermittently alarming error 2208 and 2002, damaged front metal sheet, corroded axel and ripped membrane. Corrective action: replaced safety clamp, mother board, front metal sheet, axel and membrane and performed tsc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: -patient hypotension during levophed perfusion at 0,35ml/hr. Pump did not alarm, nurse increased the rate to stabilize patient.